Event description:
Pt admitted with questionable alzheimer dementia. On admission pt appeared confused, agitated, and wanders. Pt was on assault and fall precautions and suicide precautions prior to event. Orders for gerichair restraint by physician. Pt required gait assistance, rt leg had some weakness on admission. Staff had bed alarm on pt's bed and alarm was activated, but alarm did not go off when pt got out of bed. Staff report the alarm did go off after pt returned to bed and was lying quietly in bed. Pt found near bathroom on floor lying on their side. Pt had been checked 2 mins before event and 2 side rails were up. Pt had abrasions to rt elbow, rt hip and above rt eye, pain in rt hip. Pt evaluated by orthopedic surgeon for hip fracture. Pt taken to surgery for endoprosthesis rt hip.